Manufacturer narrative:
An event regarding the inner blister lid sticking to the outer blister lid involving a scorpio series 7000 baseplate was reported. The event was confirmed. Method & results: the inner blister tyvek lid was attached to the outer blister tyvek lid. No medical records were made available for evaluation. The event is not related to patient factors. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. Conclusions: the investigation concluded that the event likely occurred while the outer blister was being sealed. It is possible the adhesive on the outer tyvek lid became activated, bonding the two lids together.

Event description:
The inner packaging was stuck to the outer packaging, and peeled open when outer packaging was removed. Revealing the sterile implant outside sterile field. Item cannot be used.

Event description:
The inner packaging was stuck to the outer packaging, and peeled open when outer packaging was removed. Revealing the sterile implant outside sterile field. Item cannot be used.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.